Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the connecting tube was sticky and the channel tube had foreign objects. However, the identity of the foreign material and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope connecting tube was sticky and the channel tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.